Manufacturer narrative:
The customer reported that the central nurse's station (cns) reboots periodically while monitoring patients, after which it takes a while until the system fully loads. The customer also reported that they are receiving an error message in regard to their hard drives each time after the reboot has been completed. The affected cns was monitoring both bedside and tele devices when the issue occurred, and there were no other cns's available during the downtime. Nk ts advised the customer to swap hard drives 0 and 1, which resolved the issue. The customer will be receiving new configured hard drives in order to mitigate this problem moving forward. There was no patient harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: variety of bedside and tele devices were used in conjunction with the cns, but were not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bedside devices: model: ni s/n: ni approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Tele devices: model: ni s/n: ni approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni unique identifier (UDI) #: ni

Event description:
The customer reported that the central nurse's station (cns) reboots periodically while monitoring patients, after which it takes a while until the system fully loads. The customer also reported that they are receiving an error message in regard to their hard drives each time after the reboot has been completed.

Event description:
The customer reported that the central nurse's station (cns) reboots periodically while monitoring patients, after which it takes a while until the system fully loads. The customer also reported that they are receiving an error message in regard to their hard drives each time after the reboot has been completed.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) health reported the cns-6201a (pu-621ra sn: (B)(6) was receiving error message on hard drive. The cns was reported to reboot periodically and take a while to load. Service requested: troubleshooting/assistance. Service performed: customer was advised the error was consistent with a hard drive going bad. Customer was provided troubleshooting steps to determine if the issue was with the hard drives, and also the actions which would need to be taken to replace the hard drives. Customer replaced the hard drive and after two weeks received an error message about a corrupt file with mcafee. Customer did not specify what the error message stated. Investigation result: the cns warranty began 06/23/2017. Review of device history found no previously reported issues relating to hard drive or errors. Issue was resolved upon replacing the hard drive. No nka evaluation was performed as the unit/hdd was not returned. The cns-6201a contains two hdd's to minimize risk of loss to device functionality upon hdd failure. Cns-6201a service manual advises that one hdd can be replaced without stopping monitoring. Cns-6201a operator's manual provides customer with recommended use, storage, and handling of the device. Regular maintenance inspections are recommended every 6 months. The cns service manual provides a maintenance check sheet, which includes checking the operation of the unit and status of hardware information. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. Troubleshooting of the hdd and error message, along with the replacement of the hdd is addressed in the service manual. Customer's maintenance information for this unit is not available. Unit has no history of nka servicing or hdd replacement. Approximate age of the unit and hard drives was 2 years. There was a failure of the cns hard drive(s) which prompted an error message to be displayed on the cns. From the information available, the root cause of the hard drive failure could not be determined. Unit has no prior history of issues with hard drive. The root cause of the error message regarding corrupt file with mcafee could not be determined due to lack of information provided by the customer. Investigation conclusion: approximate age of the unit and hard drives was 2 years. There was a failure of the cns hard drive(s) which prompted an error message to be displayed on the cns. From the information available, the root cause of the hard drive failure could not be determined. Unit has no prior history of issues with hard drive. The root cause of the error message regarding corrupt file with mcafee could not be determined due to lack of information provided by the customer. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. Additional model information: d11 & c2: variety of bedside and tele devices were used in conjunction with the cns, but were not the devices that experienced failure.